Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the right ventricular (rv) lead. Further review noted the impedances have been out of range twice. The values were 125 ohms and 132 ohms. At this time, the patient is being monitored. The products remain in service. No adverse patient effects were reported.